Manufacturer narrative:
The impella device has not been returned to the manufacturer yet. When the investigation is complete, a supplemental report will be filed.

Event description:
A 57-year-old male has been treated for right heart failure and received support by a vv-ECMO. Additionally, an impella rp heart pump has been inserted to provide hemodynamic support. After 8 hours of support, the differential pressure sensor of the impella rp failed, therefore there was no flow calculation displayed. Correct position of the impella device has been confirmed by tee. Doppler echo also confirmed that the pump was still running. Flow rate of the impella device unknown. The attending physician suspects that the flows provided by the impella rp were insufficient, causing liver disfunction. No pump exchange or other intervention known. Total impella rp runtime 49 hours. Patient survived, but condition critical, staying on ECMO support.

Manufacturer narrative:
The investigation into the placement signal issue and the patient injury has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the root cause of the placement signal issue was determined to be dp sensor drift, and the cause of the patient injury was most likely patient condition related. The failure modes will be monitored and trended.